Event description:
It was reported that in the pt's room, 14 days after the catheter was placed in the pt's subclavian vein, the injection hub was found separated from the extension line. As a result, the catheter was removed and a new one was placed in the femoral vein. A delay was reported, however, there was no additional harm to the pt due to the delay. It appeared that the pt pulled the catheter.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.